Manufacturer narrative:
Evaluation: a injector and cartridge lot number search was performed for similar complaints within the search. The cartridge shows there were three similar complaints and the injector search shows seventeen similar complaints.

Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with a mtc-60c cartridge and the end of the haptic tore off upon insertion. The original incision was enlarged to remove the lens and second crystalens was implanted successfully, no suture required.